Manufacturer narrative:
The device was not returned for product analysis. Therefore, the reported allegation could not be confirmed. However, instructions for use (IFU) indicates: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Ensure the fiber is properly handled so that it is not damaged by being stepped on, pulled, left lying in a vulnerable position, kinked or tightly coiled. Based on all the information available, the investigation conclusion code assigned is unintended use error caused or contributed to event. Correction to field b1: correction to field.

Event description:
It was reported that during procedure, the device got kinked at the proximal side of the endoscope due to a user error. The laser was fired in this condition and the fingers of the operator suffered burns with a total healing time of about 2 to 4 weeks. The procedure was completed using the original device. There were no patient complications reported.

Event description:
It was reported that during procedure, the device got kinked at the proximal side of the endoscope due to a user error. The laser was fired in this condition and the fingers of the operator suffered burns with a total healing time of about 2 to 4 weeks. The procedure was completed using the original device. There were no patient complications reported.